Manufacturer narrative:
This device has been requested, but has not been received. If the pump is received,a follow-up report will be submitted upon completion of the evaluation, or if additional info is obtained.

Event description:
The facility reported this pump with "fc 570". It is not known if this failure occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested, but none was provided.